Event description:
Customer reported that the insulin pump was not able to download to carelink. Customer reported that several sensors have failed and stopped working. Customer also reported that the blood glucose level does not transmit to the insulin pump at times. Customer stated that the insulin pump had returned calibration errors. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump information could not be transferred using the carelink software due to several alarms for a corrupted history file. The insulin pump was received with a cracked reservoir tube and tube lip, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.